Manufacturer narrative:
The pt reported returning to her injecting physician and was diagnosed with a (B)(6) infection. She was prescribed a ten day course of antibiotics and antiviral medication. During a later follow-up, the pt reported seeing her medical physician and had both blood and (B)(6) tests run. The test result for (B)(6). Her white blood cell count was elevated with symptoms of swollen glands and overall body aches. The physician diagnosed her with shingles. The pt is beginning to heal with the affected area resolving. The injecting physician is also monitoring her treatment closely. This adverse event was reported by the pt who would not allow the physician to be contacted.

Event description:
Pt reported being injected with radiesse dermal filler on (B)(6) 2011, with the injections being slightly more painful on the right side of the face. That same evening, she developed swelling and bruising on the right side of the face. She applied ice and arnica to the area. One day post procedure, the bruising appeared to have increased, following the nerve line along the right side of the nose down to the mouth. The affected area turned white in color with blisters appearing. One day later, the blistered area increased to approx two inches in length following the marionette line.